Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verioiq meter read inaccurately high compared to another device. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that approximately two weeks prior to contacting lfs she obtained a reading with the subject meter that was higher than the result obtained on another device (aviva). The csr noted that the patient was unable to provide results obtained with either of the devices. It is also not known how much time elapsed between the two blood glucose tests. The patient manages her diabetes with oral medication; however, it is not known if she made any adjustment to her usual diabetes management regimen in response to the alleged inaccurate high result. The patient reported feeling lightheaded ½ hour after she obtained higher reading with the subject meter. The patient was unable and/or unwilling to confirm if she received medical treatment in response to the symptom. At the time of troubleshooting, the csr noted that the patient did not have control solution available. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia nor receive medical treatment for this condition after obtaining the alleged inaccurate high result. However, this complaint is being reported as a malfunction because lfs could not determine if the subject meter met lfs¿ accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.